Event description:
New information received indicated that the lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the ER after receiving high voltage therapy. There was low hvli. The device switched from rv-svc-can to rv-can and successfully delivered therapy after aborting the initial therapy. Programming changes were made.